Event description:
Posterior capsular rupture (pcr) during phaco. The surgeon stated the pt prognosis was very good and that the pcr had no impact on the pt recovery. They felt the event was related to the system fluidics.